Event description:
On (B)(6) 2012, the lay user/patient's father (reporter) contacted lifescan (lfs) alleging that his daughter's onetouch ultralink meter was reading inaccurately low compared to another meter. Through further investigation into the complaint by the medical surveillance specialist (mss) it appears that the reporter was alleging that the subject meter was reading inaccurately high, although the mss was unable to get in touch with the patient for follow up questions. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on (B)(6) 2012 around 12 p.m. The reporter claimed that the patient obtained a blood glucose result of "400 mg/dl" with the subject meter. The reporter mentioned that the patient retested her blood glucose 30 minutes with the subject meter and obtained a result of "195 mg/dl" and also tested on a onetouch ultramini meter and obtained a result of "50 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter said that the patient manages her diabetes with insulin pump therapy and denied that the patient made any changes to her normal diabetes management as a result of the alleged issue starting. The reporter told the cca that the patient treated herself with 2 units of humalog insulin at 12 p.m. On (B)(6) 2012 and that 30 minutes later she became "shaky." It is not known if the patient treated herself after the onset of symptoms. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly administered herself insulin based on the alleged inaccurate high reading obtained on the subject meter and subsequently developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation:the meter involved with this complaint has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.